Event description:
During an ophthalmic procedure, aspiration from this unit was low and/or intermittent. In addition, reflux did not function and the posterior capsule adhered to the phaco tip. Irrigation/aspiration was deselected and the capsule was able to be released. There were no pt problems.